Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously high troponin (accu tni) results generated by the access 2 instrument for two (2) patients. The initial accu tni results were: 1.39 ng/ml for the first pt and 1.35 ng/ml for the second patient. The results were not reported out of the lab. The original samples of both pts were re-tested and gave results of: 0.52 ng/ml and 0.22 ng/ml for the first pt, and 0.08 ng/ml for the second patient. The result of 0.22 ng/ml was reported out of the lab for the first patient. And the result of 0.08 ng/ml for the second patient. It is unk if pt treatment was affected as a result of this event.

Manufacturer narrative:
The sample collection and pre-analytical sample handling info was not supplied. Qc data indicated that accu tni was recovering erratically at the time of these events. Per field service engineer (fse), a system check was passing within published specifications. Customer informed fse in 2008 that they were seeing erratic recovery of accu tni qc. Fse was dispatched three days later: the fse replaced an obstructed pipettor tip and the incubator belt tensioner pulley due to jerky belt movement. The fse verified alignment of the pipettor, wash arm, incubator belt, and rv shuttle. Fse returned to customer's site two days later and cleaned the wash carousel and incubator track. The fse found loose vessel holders on the belt and replaced them, he also changed incubator belt bearing. The following week, a different fse went on site and performed a major preventive maintenance (pm) to the instrument. A decontamination of the substrate pump was performed. The fse ran a system check and an accu tni precision. All testing passed within specifications. Although the fse addressed hardware issues, no definitive root cause can be determined for this event. A malfunction will be assumed for the purpose of this report.